Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal resistance, and signs of a lead fracture were confirmed. Subsequently, this rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal resistance, and signs of a lead fracture were confirmed. Subsequently, this rv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes; and h6: device codes.